Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. The exam was reviewed but provided insufficient information to determine root cause of the reported behavior. The exam imports correctly into the application version.  Eval code method is associated with this analysis; eval code result is associated with this analysis; eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The issue resolved after the software was updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial reporter was not known from the site at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues with the exams being imported. They receive an error stating "no valid navigation data" upon import. No patient was present at the time of the event.